Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had door failure. The field service engineer replace the backup battery, installed bumper kit, network plugs and placed network plug in zebra label printer. The fse replaced open clothes sensor for main full height drawer 6 and reattached row cable two drawer trays. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a door failure. The customer stated that the tower door failed and the customer was unable to get the medication. There were no adverse events or injuries reported based on this event.